Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical; the device was put through extensive testing without any discrepancies noted. Evaluation of the ECG data found that the presented heart rhythm met the device's requirements for defibrillation and the device appropriately reported a "shock advised" prompt. This investigation was closed as device meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.